Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report a reservoir leak and insulin in the reservoir compartment. The customer's blood glucose reading was 19 mmol/l. The reservoir was replaced.